Event description:
It was reported that during a coronary stent procedure of a highly calcified rca with several acute angles, the physician lost guide and wire position while attempting to advance the delivery/stent device. It is unk if the lesion was pre dilated. After losing position the delviery/stent device was pulled back into the aorta. When the physician attempted to retract the delivery/stent device back into the guide, the stent dislodged. Stent was located in the peripheal vasculature. No attempt was made at retrieval. The procedure was completed with another MFR's stent. Pt status is listed as "okay".